Manufacturer narrative:
At this time, the lead has not been returned. If the lead is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during the attempted implant of this right ventricular (rv) defibrillation lead, the lead exhibited high pacing threshold measurements. When the physician advanced the helix, there was no capture and the pacing impedance measurements were greater than 1500 ohms. Physical damage was noted to the lead body. A new lead was therefore implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection revealed a clockwise twist in the lead body; indicating an overturn of the helix. The helix was fully retracted and dried bodily fluid was noted around the helix mechanism. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Laboratory testing was unable to reproduce the reported clinical observations of the high pacing thresholds, non-capture or elevated impedance measurements. However, the reported physical damage to the lead was confirmed as the lead body was twisted; most likely due to the overturning of the helix.

Event description:
.